Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
H4: correction: device manufacture date: 11-jun-2010.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damaged. The reported problem was duplicated, force sensor test error was found at power up and the force sensor reading was out of specs. The investigation found that the force sensor is out of calibration. For corrective action, preventive maintenance was performed and all functional testing past. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 3500.